Event description:
It was reported that the bed had no power due to the power cord being unseated from the inlet adapter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.